Manufacturer narrative:
(B)(4). Cartridge lockout tab. The analysis showed that the (B)(4) device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lockout spring bent. In addition, several b-formed staples were found in the pockets and on the cartridge deck. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lockout after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system. In addition a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a zenker's diverticulum procedure, the device was fired but no staples were deployed. The case was converted to open. The caller could not provide any other information other than there was no excessive bleeding. The case was ongoing when the call was terminated. (B)(4)